Event description:
Ous MDR - one day after the implant pacing failure was observed on this rv lead. The lead was repositioned however, the set screw of the v port could not turn properly anymore when they attempted to reconnect the rv lead to the pacemaker. The pacemaker was explanted and replaced. This rv lead remains actively implanted.

Manufacturer narrative:
The lead was not returned for an analysis. Therefore, the analysis has its focus on the returned pacemaker. Prior to the analysis of the pacemaker, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be 100%. The header of the pacemaker was visually inspected. The inspection revealed that the sealing plug belonging to the ventricular set screw was found slightly damaged. After removing the sealing plug it was noted that the surrounding of the hexagon socket of the set screw was also slightly damaged and the hexagon socket itself was filled with silicon residues indicating strong mechanical forces during the connection / reconnection of the ventricular lead. During the further course the set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.